Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a motor error alarm and then the display went blank on the insulin pump. Customer stated that her blood glucose was 72 mg/dl from the fingerstick. Customer's sensor glucose value was 64. Customer last noticed that her blood glucose was 69 mg/dl on the meter and then the pump alarmed motor error. Customer stated that she would bolus but her blood glucose would not change at all. Customer was unable to rewind the pump. Customer had off no power alarms and failed battery test alarms. Customer got two failed battery test alarms. Customer had a dead battery and was not able to rewind. Customer received a failed battery test alarm. Customer also reported a blood glucose level of 236 mg/dl on (B)(6) 2016. Customer treated with a glass of juice. Customer checked and her blood glucose was 89 mg/dl. Customer treated with a manual injection of 5 units. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display was noted. The pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. The pump passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarm was noted. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip.